Manufacturer narrative:
The lead and ecls were returned to saluda for analysis. The lead had a suture tied directly to the midsection. The manufacturer's instructions for use (IFU) advises not to suture directly to the lead as it may damage the lead or cause it to fail. Both the lead and ecls passed all testing and no other obvious damage was noted. The patient logs were reviewed which confirmed the report that the patient¿s closed loop not tracking well. The patient was advised to use their open-loop program instead of the closed-loop program, but the logs demonstrate that the patient continued to use closed-loop programs until the time of the event. The stop button on the epc was pressed within a minute of the event. The logs indicate that the current supplied by the device was in the range usual for the patient the day of the event, and no errors were noted in the hour before the reported event. No event or data in the patient logs could be determined to be an indication of abnormal stimulation at the time the event was reported. The cause of the event as reported could not be confirmed. The manufacturing records were reviewed. The product met all requirements for release with no anomalies identified.

Event description:
Three days after the patient was implanted with an evoke trial percutaneous lead kit - 60cm, used with an evoke external closed loop stimulator (ecls), the patient received a sudden increase in stimulation and reported being unable to move their legs. The physician removed the trial lead and reported the patient had sensation in their legs. A magnetic resonance imaging was performed which revealed no abnormalities. The patient has since regained full movement in their legs and is able to walk independently.

Event description:
Three days after the patient was implanted with an evoke trial percutaneous lead kit - 60cm, used with an evoke external closed loop stimulator (ecls), the patient received a sudden increase in stimulation and reported being unable to move their legs. The physician removed the trial lead and reported the patient had sensation in their legs. A magnetic resonance imaging was performed which revealed no abnormalities. The patient has since regained full movement in their legs and is able to walk independently.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.